Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of a 60mm diameter thoracic aortic aneurysm from zone 1. The proximal neck was 29.5x28mm and 38x35mm in diameter from proximal to distal and 15mm in length. The distal neck was 31x27, 25.5x23, 26.5x25.5, 23x23, 21x20mm in diameter from proximal to distal. It was reported that after the valiant stent graft system was implanted poor blood flow to the brachiocephalic artery was observed as it was covered by the stent graft. The patient was treated with a chimney stent technique and their clinical course was being monitored; however, the patient¿s condition deteriorated and they eventually suddenly died. Per the physician the cause of the event is anatomy related due to the tortuous descending aorta, difficulty was encountered in controlling the delivery system. Per the physician, the cause of death is unknown since the patient had pulmonary and cardiac diseases in addition to the aortic aneurysm. No additional clinical sequelae were reported.